Event description:
Case number: (B)(4): mps reported arm bouncing and shaking when entering haptics and during cuts. They were able to get through the case. Update: surgical delay: approximately 15-20 min; left tka

Manufacturer narrative:
Reported event: mps reported arm bouncing and shaking when entering haptics and during cuts. They were able to get through the case. The field service engineer reported: problem reproduced? Yes trouble shooting notes: none work performed: upon arriving at site I assumed I would be re-tensioning the j5 cable to eliminate the shaking tami (mps) described. I did retention the cable but observed on my tranmission readings that although tensioned, the nominal values I was trying to obtain were not sustainable. Upon closer evaluation of the cable I could see and feel small fraying on the tungston cable. I determined that it would be necessary to replace the j5 transmission cable. Replaced j5 transmission cables, both inside and outside pts#203250 and 203251 per service manual and adjusted for correct tensioning. Also replaced tightening allen head lock insert pt#203856. Successfully completed all corresponding testing per service manual. Notified mps of my results. System is ready for clinical use. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Product history review: a review of device history records shows that on 12/15/2011, 01 device was manufactured. A review of the data revealed that the non-conformances are not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209999, serial number (B)(6) shows no additional complaints related to the failure in this investigation. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Case number: (B)(4): mps reported arm bouncing and shaking when entering haptics, and during cuts. They were able to get through the case. Update: surgical delay: approximately 15-20 min; left tka.